Event description:
It was reported that when the ICD was replaced, the lead was found to be damaged, burned above the svc coil. The lead was explanted and replaced. Analysis of the returned ICD found hv output circuit damage consistent with a damaged lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 11 cm from the connector pin was returned. Without return of the entire lead, a complete analysis could not be performed.